Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer could reported falling into the pool while connected to the insulin pump. Customer also reported receiving a no delivery alarm. Customer stated the alarm was resolved by a complete set change. The customer declined to troubleshoot for the no delivery alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.